Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fast-fix 360 curved t2 implant did not stay secured in the tissue. Both t-1 and t-2 implants were removed from the patient. A backup fast-fix 360 curved was available and was used to complete the procedure. There was a reported 2 min delay. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system device 72202468 received. The device is in good condition. No signs of twisting or bending of the delivery needle were observed. T1, t2 and full suture were returned attached to the suture but free from the insertion needle. The actuator was found in the ready for t2 deployment location. A functional test supports that the device delivery system is functional and cycles normally. Stated cause for this complaint of ¿t2 implant did not stay secure in the tissue¿ can be neither confirmed nor disproved. No further investigation is warranted. UDI number has not been assigned. (B)(4).